Event description:
The pointed tip of the s&n split cannula maintains a removable protective cap. In this case the surgeon did not remove the protective cap before inserting the split cannula. As a result, the cap came loose and was left in the knee capsule of the pt. The surgeon elected to leave the protective cap in the pt. As part of the investigation the surgeon has been informed that the tip is mfg out of silicone. At the time of this report there have been no pt injury or procedural complications reported.